Event description:
It was reported that the right ventricular (rv) lead was capped due to rising threshold. Lead was left capped and a new lead was implanted. There is no more information available. No adverse patient effects were reported.